Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic minimally invasive esophagectomy, the needle fell of when the surgeon took a bit of tissue. It was retrieved from the tissue using grasper. A new device was opened to complete the case. There was no patient injury.